Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k135 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k135 shows no trends. Trends were reviewed for complaint category, pressure dome leak. No trends were detected for this complaint category. The customer provided photographs for investigation. The complaint kit and smart card were not returned. The provided photographs verify a blood leak from the return line pressure dome housing. It appears there is a crack in the pressure dome housing where the tubing is attached to the housing. A material trace of the pressure dome housing assembly and its components used to build lot k135 did not find any non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. All cellex kits are leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the pressure dome leaked at the time of manufacture. The root cause of the pressure dome leak was most likely due to the crack in the pressure dome housing. The cause of the crack could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the pressure dome leaked after approximately 454 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition and successfully completed a new treatment with a new kit. The customer returned photographs for investigation.